Event description:
Home monitoring reported episodes of v fib. The physician believes this is due to lead artifacts. The lead was not replaced at the patients request. This lead remains implanted. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.